Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip of reservoir compartment has broken off. The customer's blood glucose level was 98 mg/dl at the time of incident. The customer was advised to replace the pump and revert to the back up plan and replacement pump will be sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device was received with cracked battery tube threads, cracked reservoir tube window corner and broken reservoir tube lip.